Manufacturer narrative:
The lay user/patients lancing device has been returned and evaluated by lifescan product analysis with the following findings: the lancing device passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On june 10 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch penlet minilancer lancing device had a broken cap. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the device issue occurred ¿three to four weeks¿ prior to contacting lfs. The patient manages her diabetes by self-adjusting her insulin doses and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that one week after the alleged issue occurred she suffered symptoms of ¿dizziness, confusion and fainted¿ and that three to four weeks prior to contacting lfs the patient was hospitalized where they received treatment, however could not specify what treatment was received. During troubleshooting the cca noted that correct cap was being used and that there was no apparent misuse of the device. Replacement products were sent to the patient. This complaint is being reported as the patient suffered a symptom suggestive of a serious hypoglycemic event and subsequently received medical intervention from a healthcare professional after the alleged device issue occurred.